Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had a blood glucose (bg) level of 310 mg/dl and a bolus via the pump was delivered to address the bg level. The customer was not sure what caused the high bg. The customer's bg was currently "ok". As the high bg was resolved, tandem technical support advised the customer to discuss the event with a healthcare provider.